Event description:
The customer reported that the cannula was sticking out from under the adhesive, and insulin was leaking out onto the skin. This was not noticed for two days. The customer reported have a blood glucose as high as 353 mg/dl.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.